Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized due to the event. Treatment for the event was unknown. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and turbid effluent. The breach in aseptic technique was further described as children playing around at exchange area. The same day as the event onset, the patient was treated via outpatient with fortum, cloxacillin, meropenem (intraperitoneal, dose, frequency and duration were not reported) for the event. Five days after the event onset, treatment with fortum and cloxacillin was stopped. Treatment with meropenem was continued for twenty days. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.